Manufacturer narrative:
The customer was unable to identify which orders shipped out the pumps with (B)(6) labels; it was decided to send 10 pcs of (B)(6) labels, so that the customer could relabel them. The replacement labels were not received. The third party contractor provided the guidelines for the pump in 2011. No other info including iabp s/n was provided. The existing stock in the production was checked to find the root cause for the reported event. No (B)(6) labels were mixed in with the (B)(4) ones. It was noted that the (B)(6) and (B)(6) labels were placed in separate folders in the same drawer on the production floor. Therefore, the probable cause may be the human error. Each pump received 100% label inspection before release, so no further action was deemed necessary. (B)(4).

Event description:
The customer reported that during a routine check of the unit, the quick reference guide label was noted to be in (B)(6) instead of (B)(6). No patient was involved.